Manufacturer narrative:
Complaint is a reportable adverse event and malfunction. Post-operative implant breakage reported. Changes to the construct integrity including broken, loosened, migrated devices have been known to pose risk for serious injury to the patient including risk for damage to nerve structure or the need for revision surgery. Although these events may not correlate to a device malfunction, it is often difficult to identify a specific causal event. As such, these events are always determined to be reportable events. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Event description:
Revision scoliosis correction on (B)(6) 2017. Patient underwent primary correction (B)(6) 2010. Three years ago the patient had a fall and the screws broke just under the tulip and the cocr rods also broke. X-ray provided. Case is linked to (B)(4) - this case captures the instrument issues that occurred during the revision procedure.